Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. At this time, the customer has not requested getinge to evaluate the iabp. Instead the customer diagnosed and came to their own conclusion. No getinge field service engineer (fse) dispatched to this site. Not returned to manufacturer.

Event description:
It was reported that while in use on patient, the cardiosave intra-aortic balloon pump (iabp) displayed a gas loss alarm and auto fill issue. The unit was replaced with another iabp which displayed the same alarm and auto fill issue, the customer determined that the fault was with the catheter. No patient harm, injury or adverse event was reported.